Manufacturer narrative:
Added code (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and subsequently the pump shutdown. The customer had elevated blood glucose level of over 500 mg/dl and large ketones. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.